Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass during prime, there was a leak in the pressure line near the blood outlet port opposite of the thermister port and cardioplegia port. *no patient involvement. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2018. (B)(4). The sample was not returned for evaluation; therefore, thorough investigation could not be performed and definitive root cause cannot be determined for this event. However, a provided video file was reviewed and confirmed the leak at the pig tail on the oxygenator. The review of the video file revealed the pig tail was broken at the joint. However, how or when this damage occurred was not able to be confirmed. A retention sample from the affected product code/lot number was visually inspected, no damage found with the pig tail or anywhere else on the device. All fx-oxygenators are subjected to multiple inspections including 100% visual inspection prior packaging during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.